Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid and "duracone" via an implantable pump for spinal pain. It was indicated the patient was receiving 10 mg and "1.5" of dilaudid and 100 ug and "15.5" of "duracone." It was reported the patient had their six month appointment on monday (B)(6) 2019 and their medication was changed. The patient reported since they increased the medication on (B)(6) 2019 they have "been going out cold ever since then, is blacking out, and other times is just going off to sleep so quickly, it's like blacking out." The patient was redirected to discuss with their healthcare provider. No further complications were reported or anticipated.